Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient pm dependent and symptomatic and in ed. Suspected rv lead fracture however, impedances are normal. Threshold 3.4 @1 and reprogrammed to 7.5v@1 ddd. Plan is to cap the lead. Should additional information be received, this file will be updated.